Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, when delivery system was removed from the pt, the capsule was still in place. Another capsule was placed normally. The pt was not injured following the procedure.